Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was the following information was provided by the initial reporter: how are you mixing the tube? Gently rocking the tubes side to side (top/bottom motion) approximately 8 to 10 times. How are you centrifuging the tube, please tell me time and rpm. Depending on where specimens are processed. All "centrifuges" used are listed here. 3 minutes at 5084 rpm. 1 minute 20 seconds at 10150 rpm. 3 minutes at 4500 rpm. What kind of centrifuge are you using for centrifuging process? Brand and number "correspond" with time/rpm above. Statspin express 4. Accuspin 24c-fisher scientific. How much time is passing since drawing blood to centrifuging process? Approximately 10 minutes. How much time are you waiting for the clotting process? Approximately 10 minutes (some have had 15 minutes). Before centrifuging, phlebotomist / processors are being sure that specimen has properly clotted as per policy/procedure. What is the typical expectation and what is the observed defect? Typical expectation: noticeable separation once centrifuged. Off-clear serum above gel; gel barrier; red blood cells below gel. Observed defect: white non-blood or organic material was noticed 'flowing' with patient's blood when filling tube. Once object was noticed, previous specimens were examined and there was noticeable 'strings' of white that are noticed once specimen has been centrifuged. The 'string' looks like one would see a worm mixed with the red blood cells or the 'string' can be seen stuck between the serum floating and inside the gel barrier depending on the sample amount. The 'string' is noticed whether sample is full or partially full and easily discernable against the sample color. See examples 1 & 2. How many issues have you been observing? Can be said that almost every sample has had a string observed that involves the sst (serum separator tubes) whether they are the 5ml volume or the 3.5ml. Are this patients blood drawn by the same phlebotomist? While examining / testing tubes, the samples were drawn by sample phlebotomist. If samples are pulled by either outpatient phlebotomist, both phlebotomist samples have the noticeable string in specimen tubes. How many units have the observable physical defect? Three units. One 5ml unit, two 3.5ml unit. White particles inside tube.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes "white" foreign matter was discovered in the tube. The following information was provided by the initial reporter: customer states after spinning the tube, they are observing some white particles inside the tube. Can be placed in the serum, in the cell package or in the gel.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes "white" foreign matter was discovered in the tube. The following information was provided by the initial reporter: customer states after spinning the tube, they are observing some white particles inside the tube. Can be placed in the serum, in the cell package or in the gel. The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 24-mar-2023. Bd received 4 customer photos. Additionally, 10 customer samples were received. After review and analysis of the customer photos, bd is unable to confirm the defect from the photos provided. The 10 customer samples were subjected to a visual inspection for fm within the tube. 2 of 10 samples failed. Therefore, bd can confirm fm within the customer samples received. The fm white streaks within the customer sample tubes are tio2 streaks, which is used within the gel. As stated in the instructions for use (IFU),"do not use tubes or needles if foreign matter is present". Sst tubes that contain white streaks as described in this complaint should be discarded and reported to bd. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for foreign matter based on the return sample analysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.